Event description:
It was reported by service report that the brakes were not holding and the power cord inner insulated conductors were visible. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster internal mechanism.